Event description:
It was reported that the programmer was unable to establish telemetry with the implantable device. Additional information received through follow up with the sales representative indicated that the programmer would not boot up as well. Technical services suggested replacing the radio frequency (rf) head to see if the issue is resolved. The programmer and rf head remain in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.